Event description:
It was phoned in by the customer that the aortic cannula (rigid connector) was found to be cracked. The customer worked around the crack by cutting the plastic connector and clamping the cannula. They were then able to replace the connector. No patient injury was reported. Unknown lot number.

Manufacturer narrative:
Device evaluation anticipated upon product return from the customer.

Manufacturer narrative:
Customer report of cracked connector was confirmed. Two major and multiple small cracks were observed on the female luer of the t-connector. The major cracks extended along entire luer body. Dry blood was noticed at the cracks. The root cause of the reported issue could not be confirmed. It is possible that shipping conditions or use error could have contributed to the reported defect. Due to the 100% inspection, it is unlikely that the device would have been released with the reported defect. A manufacturing defect cannot be confirmed. This complaint could not be traced to a manufacturing or design related issue; therefore, a product risk assessment pra will not be initiated. Trends will continue to be monitored on a monthly bias and if further action is required, appropriate investigation will be performed.